Manufacturer narrative:
(B)(4). This lot was manufactured from october 29, 2013 to october 30, 2013. Evaluation summary: the evaluation of the returned device is complete. A visual inspection was performed and identified a white particle, approximately 1.24 mm in length, floating in the fluid in the reservoir. The reported condition was verified. A fourier transform infrared spectroscopy (ft-ir) scan determined that the particle was acrylic material. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white floating particle was found in the reservoir of a small volume intermate. This was noted after compounding with vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.